Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on 25-aug-2024 six infusion set cannula were kinked and patient faces symptoms within 3 hours of insertion. The site of insertion is abdomen and arm, and patient is addressing issue due to correction injection via multiple daily injection. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.